Event description:
Info rec'd by medwatch report. It was reported by the burn unit nurse practitioner (np) that the pt had new arrow 8.5 fr. 4-lumen venous catheter placed in his left subclavian vessel without incident. After placement confirmation, the rn began infusing medications and noted the catheter leaked at the distal brown port, specifically where the brown port meets the catheter. The md was notified. Np placed a new catheter (same size/type/mfg) in the right femoral vein. The left subclavian catheter was discontinued. No injury to pt was reported.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.